Manufacturer narrative:
Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 22-apr-2024, it was reported that the patient experienced that three infusion set cannula were kinked. Within 3 or more hours of abdomen insertion customer noticed symptoms. The first event occurred on april 11, 2024; the second on april 14, 2024; the third on april 15, 2024. At the time of issue blood glucose was value displayed 'high' (specific value unknown) and traeted with correction bolus via pump. Additionally, location site was regularly rotated. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.